Event description:
As of (B)(4) 2013, the patient had not seen the doctor that will be performing the revision. There were no changes to her status.

Event description:
Follow up information received reported that the revision of the lead was completed on (B)(6) 2013. A new lead was placed which covered t6-7. The patient was not to turn on the stimulation for a minimum of 3 weeks following the revision. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient no longer had stimulation in her back. Reprogramming was attempted but was unsuccessful. It was noted that the patient had been ¿popping her back¿ by twisting at the waist and torquing until back popped to provide relief. X-ray¿s confirmed leads migrated down 2 vertebral bodies. A revision was planned but the date was unknown. Patient had pain in low back. It was further noted that the patient wanted a paddle lead rather than to revise the percutaneous leads. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead.